Event description:
It was reported that there was a broken grounding pen on the console device. The reporter stated that the event occurred in transit from biomed and did not occur during surgery. There were no injuries or medical intervention reported. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the device was returned and evaluated. However, the device was not returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found a damaged cover, a broken ac power, and evidence of device tampering. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and /or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.